Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the stylus and cursor did not align on the display screen and would not calibrate. The bezel shield assembly was replaced and recalibrated. The programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for repair. There was no patient involvement.